Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's power cord strain relief was damaged. The log files were submitted for review. The event log captured routine events, the ventricular assist device (vad) and peripheral equipment was functioning as intended. Power cable disconnect events seen in the log files were associated with power source changes. The log files captured a few no external power events due to a double disconnection of the power leads when changing power sourced. The reported damage to the power lead did not affect the performance of the equipment. The system controller was exchanged, and it was noted that the device operated as expected.